Event description:
It was further reported the patient recently had a catheter revision {refer to manufacturer report # 3004209178-2014-10215} and was getting good therapy, but now was not. A dye study was performed and the healthcare provider (hcp) saw dye in the patient¿s pocket where the pump is. It was noted the hcp was concerned about a catheter disconnect. A roller study was going to be performed on (B)(6) 2014. It was also reported there were no stalls when the pump was interrogated. The pump was being used to deliver gablofen. Additional information has been requested; a follow-up report will be sent when it becomes available.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2002, product type: catheter. (B)(4).